Manufacturer narrative:
A root cause could not be determined. There was no patient sample available for investigation. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.

Event description:
The customer alleged they received a questionable cancer antigen 125 (ca 125) result for one patient on their e601 analyzer. The patient's initial ca 125 result was 1.23 u/ml and it was reported outside the laboratory. After the physician called, the customer repeated the sample three times. The repeat results were 584.8 u/ml, 598.4 u/ml, and 661.0 u/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The ca 125 reagent lot number was 174390. The expiration date was requested but not provided.